Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint regarding loss of energy and a broken cable was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for [isifa2024-09-c or other applicable field actions], as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 06/02/2025, intuitive surgical, inc. (Isi) received voluntary medwatch user facility report (B)(4) stating: no power on instrument and wire sticking out, appeared broken. A new instrument was brought in to complete the case. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated, to clarify, patient harm did not occur with this product failure. It was marked as having potential for patient harm per the clinical team that filled out our internal report form.

Event description:
Refer to h11 for follow-up information.